Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The field service specialist (fss) visited customer site to inspect the unit. Fss replaced the advantech printed circuit board (pcb), instrument manager pcb, network adapter pcb, ethernet cable and power supply. Fss performed the annual preventative maintenance (pm), which batteries and o-rings were replaced on the unit as part of pm. Fss also carried out the field service checklist and monitored the unit for couple of hours, with no evidence of error 2012 occurring on the machine. The system was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that error 2012 (instrument host timeout error) occurred upon startup with the whitestar signature system. There was no patient involvement reported.